Manufacturer narrative:
Based on the information available, no further action is necessary at this time. Insufficient information is available to support final failure analysis. The device is not available for investigation due to a logistical limitation that is preventing the return of the device. When the limitation has been resolved and the device is returned to philips, the complaint shall be reopened to document further investigation. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips a new AED is not passing the self test.

Manufacturer narrative:
The complaint was escalated for technical complaint investigation. The log history file review showed the device experienced nine self-test errors. However, the alleged failure could not be recreated through many attempts during failure analysis. The device functioned to supply therapy as expected per design. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. All attempts to duplicate the failure were unsuccessful. Visual inspection showed no physical damage and no workmanship issues. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.